Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of infusion set leakage on (B)(6) 2024. The leakage was located at the tubing. The set leaked after being in use for less than 24 hours of use. No further information available.